Manufacturer narrative:
Patient identifier: (B)(6). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(6). It was reported that during a stenting treatment procedure, the patient experienced a myocardial infarction and distal embolization of the diagonal branch. The index procedure treated the 80% stenosed, 3.5x15mm target lesion located in the proximal left anterior descending artery. Treatment consisted of pre-dilation with a 2.5x12mm maverick balloon at 12 atm's and placed a 3.5x20mm study stent in the target lesion. Following study stent placement, it was noted that there was evidence of distal embolization in the 2nd diagonal branch. This was treated with balloon angioplasty and followed by recanalization of the vessel resulting in 0% residual stenosis. A non st segment elevation myocardial infarction occurred during the index procedure. The patient was discharged the next day on aspirin and clopidogrel.